Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction testing was performed. A 65j shock was delivered which didn't successfully convert the rhythm. The redetection phase commenced, however, there appeared to be a delay to declaring a tachy event. The physician decided to use external defibrillation. Three external shocks were unable to convert the rhythm and cardiopulmonary resuscitation (CPR) was started. After 30 seconds of CPR another shock was delivered which converted the patient's rhythm. The shock impedance through the device was 103 ohms. The physician decided to let the patient recover so the implant was completed and the s-ICD system remained implanted. It was noted the system may be revised or replaced with a transvenous system at a later date. A post implant x-ray showed that the device was slightly low, but in a good posterior position in the pocket. The electrode was in a relatively good position with a small amount of tissue under the coil. The physician suspected both factors likely contributed to the high shock impedance. Subsequently, this s-ICD system was explanted and is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction testing was performed. A 65j shock was delivered which didn't successfully convert the rhythm. The redetection phase commenced, however, there appeared to be a delay to declaring a tachy event. The physician decided to use external defibrillation. Three external shocks were unable to convert the rhythm and cardiopulmonary resuscitation (CPR) was started. After 30 seconds of CPR another shock was delivered which converted the patient's rhythm. The shock impedance through the device was 103 ohms. The physician decided to let the patient recover so the implant was completed and the s-ICD system remained implanted. It was noted the system may be revised or replaced with a transvenous system at a later date. A post implant x-ray showed that the device was slightly low, but in a good posterior position in the pocket. The electrode was in a relatively good position with a small amount of tissue under the coil. The physician suspected both factors likely contributed to the high shock impedance. Subsequently, this s-ICD system was explanted and is expected to be returned. No additional adverse patient effects were reported.